Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested of an atrial flutter (af) event. A boston scientific technical services consultant noted atrial events fell into the blanking period which resulted in the ventricular rate being greater than the atrial rate resulting in inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. The consultant provided the caller with an explanation of device function in regard to therapy criteria. The system remains implanted and no adverse patient effects were reported.